Event description:
Procedure: stress ui /pelvic organ prolapse. According to the rptr: the pts attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the pt; therefore, an unk complaint is being entered. Add'l info has been requested but not yet rec'd.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).